Manufacturer narrative:
The event of ipg replacement was reported to abbott. The patient¿s ipg was explanted and replaced due to ipg reaching eri. Effective therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the ipg was replaced to address the issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is reaching end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address this issue.